Event description:
Healthcare professional reported left side capsular contracture baker grade iii and implant removal from textured to smooth due to the concerns of the product. Device explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Additional observations: observed an opening on radius assessed as surgical damage and observed a broken on plug strap assessed as an unidentified (tear) opening. No further actions are required as the device was implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii and implant removal from textured to smooth due to the concerns of the product. Device explanted.